Event description:
After a procedure, while the patient was still on the table, the user attempted to level the table. The bed malfunctioned and started folding in half (flex). The user unplugged the table to stop the movement, and the patient was unharmed. Later, the user replaced the hand control, and the issue resolved.

Manufacturer narrative:
As the failed unit was not returned, the root cause could not be determined. Since the issue was resolved after replacing the hand control, the cause is considered to be a failure of the button mechanism within the hand control. As the hand control had been used normally for more than two years, the manufacturer determines that this case is not manufacturing-related.